Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory; product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) in regards to a patient who was being treated with baclofen intrathecal therapy via an implanted pump. The patient¿s intrathecal pump contained baclofen 3500 mcg with a daily dose of 481 mcg, dilaudid 28 mg/ml at 3.8 mg/day, bupivacaine 30 mg/ml at 4 mg/day and clonidine added at ¿41 mcg¿ on (B)(6) 2015. The start date of baclofen was unknown and therapy was ongoing. The brand and lot number of the baclofen was unknown. The pump's indication for use (IFU) was listed as intractable spasticity and spinal cord injury/spinal cord disease. The patient¿s concomitant medications included tramadol, norco, lyrica and pyridium. The patient's medical history was unknown. The hcp reported there was a problem related to the device or therapy. The patient was being scheduled for magnetic resonance imaging (MRI) due to the fact that he had an infection to the spine with an approximate event date of (B)(6) 2015. The patient had been treated with IV antibiotics. The MRI had not been scheduled yet but they wanted a representative to check the pump status post MRI. Additional information was later received from a hcp. There was no infection that they were aware of. A magnetic resonance imaging (MRI) of the lumbar spine with and without IV contrast was performed on (B)(6) 2015. The patient had a history of an abnormal computed tomography (CT) l-5, suspicious for osteoarthritis but clinically didn¿t correlate. MRI impression of the lumbar spine showed multilevel degenerative changes with prominent edema at l4-l5 level involving the vertebral bodies and the intervertebral disc. Findings likely represent extensive degenerative edema and enhancement. Early discitis osteomyelitis might have similar imaging findings, cannot be entirely excluded. Per clinical indication short-term follow-up to confirm the stability of the findings is suggested. Schmorl¿s nodes at l3 and s1 levels. Clumping of intrathecal nerve roots at l5-s1 level likely secondary to arachnoiditis. Intraspinal catheter entering the spinal canal at t12-l1 level. The patient also had an MRI of the sacral plexus with and without IV contrast on (B)(6) 2015. MRI impression of the sacral plexus showed markedly limited exam secondary to susceptibility artifact related to the patient¿s baclofen pump. Visualized sciatic nerves are grossly unremarkable in appearance and signal. Limited evaluation for previously seen endplate edema at l5-s1 secondary to susceptibility artifact. There is an l5-s1 disc bulge and facet hypertrophy which results in mild narrowing of bilateral neural for amina. The MRI information indicated the reason for the MRI was severe chronic rectal pain ina spinal cord injury patient. The patient diagnoses included rectal pain, diskitis, osteomyelitis, and spinal cord injury.